Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that they experienced high blood glucose of 561 mg/dl. The customer's blood glucose was 422 mg/dl at the time of call. The customer's sister stated that they treated the high blood glucose with manual injection. The customer's sister reported that they also experienced low blood of 54 mg/dl and 45 mg/dl and was both treated with fruit. The customer's sister declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.